Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. Contamination was observed on the sensor board causing the reported issue. The device's sensor board was replace the address the issue.